Manufacturer narrative:
A united states customer contacted siemens customer care center. Siemens customer service engineer (cse) was dispatched to the customer¿s site. During the visit, the cse verified the probe operation in diagnostics and cleaned the lubricated reagent 2 arm assembly. The cse also replaced the reagent 2 (r2) arm assembly, r2 gear, and rerouted tubing. The cse checked the instrument lid and determined the lid was not staying in its position. Reagent lid hinges were replaced. The cse ran a system check and the customer ran quality controls, and both recovered acceptably. The malfunction of the reagent lid hinge hydraulics of a reagent lid hinge potentially contributed to the event. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
The customer reported that while troubleshooting the ¿77 r2 probe lost steps¿ error on the dimension exl 200 instrument, an operator propped the instrument lid open with a sample rack, which was later dislodged and caused the lid to hit the operator¿s head. The operator did not seek any medical intervention. There are no known reports of adverse health consequences due to this event.